Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt lightheaded, short of breath and dizziness. They also reported that the implantable pulse generator (ipg) "seems like it's not working right". The ipg remains in use. No further patient complications have been reported as a result of this event.